Event description:
A malfunction was reported by the distributor air liquide healthcare ireland regarding a pump that experienced a malfunction 16. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, tandem technical support arranged for a replacement pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and was guided on preparing the faulty pump for return. The customer acknowledged understanding and compliance with all instructions, including returning the pump using a pre-paid label within ten days.